Event description:
It was reported that within one day of implant, the right ventricular lead had dislodged and was noted to have impaired sensing. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.